Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, release testing data review, specificity testing, and a review of labeling. A review of customer complaints received to-date identified normal complaint activity related to discrepant patient results with architect ca19-9xr, list 2k91-25, lot 18069m500. Accuracy testing was completed using an internal ca19-9xr panel and retained kits of reagent lot 18069m500, which met acceptance criteria. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. Further investigation is not required. Based on the results of this evaluation, the architect ca19-9xr assay, list 2k91-25, lot 18069m500, is performing as intended and no product deficiency or malfunction was identified.

Event description:
The customer stated that the architect analyzer generated a falsely elevated ca19-9 result on a patient sample. The initial result generated was 75.5u/ml. The sample was retested and generated a result of 18 u/ml, because last year the same patient had a ca19-9 result of 11u/ml. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.